Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in colombia: "overinfusion" "52-year-old female patient who received treatment with folfox + bevacizumab protocol on (B)(6) 2022. Between medications, she receives 46-hour infusion of fluoruracil, confirming dose of 3300 mg in 230 ml of ssn 0.9%. The device was installed at approximately 4:15 pm. On february 16, the patient arrives at 9:15 am with an empty infuser, the contents of which should have been emptied around 4 pm."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used easypump ii lt 270-54-s in open packaging. Weight of the sample in received condition: 72.0 g. The following investigations were conducted: visual inspection: the received sample was taken to a visual inspection. After opening of the big top cap and removing of the closing cone we detected solution at the filling port (lli-cone) and at the patient connector of the sample. The white clamp is open, and the patient connector (lla-cone) was closed with the original wing cap at the sample. Damages that would lead to a malfunction were not detected at the received sample. Functional inspection: in addition, the sample was taken to a functional test respectively a leak test was carried out. Therefore, the pump was filled up to the nominal volume (270 ml) with nacl 0.9 %. After starting the pump, the pump worked immediately (solution was running). Leakages were not detected at the received sample. Physical inspection: furthermore, the flow rate of the pump was tested. Nominal: 5 ml/h. Actual 9.4ml in 1 h; 17.9 ml in 2 hrs; 154.7 ml in 27 hrs. A too fast flow of the pump (as described by the customer) could not be detected. The flow rate of the pump is within our specifications. Therefore, we consider the complaint as not confirmed. Device history record (DHR): reviewed the DHR for batch 20h06ge271, there is no abnormality and no such defect detected at in process and at final control inspection.